Event description:
Patient post-op lung transplant in ICU. Rn hung saline 250 ml saline drip after initial priming and setup complete. Rn returned to find 50 ml remaining and despite 10 ml/hr rate registered. IV was in free flow. Channel was removed and replaced. On inspection the interior platen hinge was found to be broken. There was no known recent history of the pump being dropped or hit.